Event description:
A (B)(6) old severely diabetic male was implanted with an ipp device (B)(6) 2007. On (B)(6) 2009 patient reported that his doctor told him that his 700 pump needs to be replaced as the doctor thought there might be a kink/twist in the tubing preventing fluid from flowing. A revision surgery has not been determined at this time.